Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7101282/7101226/7101370/7101588, UDI: (B)(4).

Event description:
It was reported that the patient experienced a burning sensation and hot to the touch at the implantable pulse generator (ipg) and lead site. All components were explanted and discarded per hospital policy.